Event description:
Reportedly, the device was explanted after an implant duration of 46.13 months due to mitral regurgitation. Per the cer: the [valve] was implanted to correct mitral regurgitation in 2006. Patient also had tricuspid regurgitation and tap was performed at the same time of the implant. In (B) (6) 2009, patient experienced respiratory discomfort on exertion. Edema was confirmed on the lower leg and patient gained weight. After that, [patient] was admitted to the hospital for cardiac arrest. The amount of emulgent was increased and patient seemed to be doing better, but operation was performed with the diagnosis of valve deterioration. [The valve] was explanted due to mitral regurgitation on (B) (6) 2010. On-x mechanical valve 31mm was implanted as a replacement. Intergard 24x10 was also implanted. Customer commented that there was no obvious perforation but part of the anterior mitral leaflet was slightly protrusive. Customer also commented that the anterior [native]mitral leaflet which remained at the last operation and chorda tendinea were mired in the strut and the leaflet. [The surgeon] was unable to clarify the specific cause of the mitral regurgitation so that the customer would like to know the cause of mitral regurgitation.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left main coronary artery (lmca) to the left anterior descending (lad) artery which was noted to be 90% stenosed with no calcification and moderately tortuous. A coronary stent was implanted. An intravascular ultrasound (ivus) catheter was used to image the stent placement. When the physician was finished imaging; while withdrawing the ivus catheter, the guidewire exit port of the ivus catheter became caught on the stent. The physician attempted to remove the catheter by inserting a micro-guide catheter to the stent site on the guidewire and tried to release the ivus catheter with the guidewire and micro-guide catheter, but was unsuccessful. Subsequently, the physician removed the ivus catheter imaging core and inserted another guidewire into the ivus catheter sheath in attempt to remove the ivus catheter, but was unsuccessful. Finally, a guidewire was inserted into the lad artery and the physician was able to release the ivus catheter from the stent and remove it with the micro-guide catheter and guidewire together as a system. The patient condition is reported to be "good".

Manufacturer narrative:
Customer letter required. 03/01/2010 revised cer indicated only model 6900 -- no size or serial number provided. No DHR review will be done until the device is received, evaluated and dismantled for the serial number. Device has not been returned.

Manufacturer narrative:
The serial number for this valve is currently unknown so a review of the DHR is not possible. After reviewing the received valve, it has been decided that the valve will not be disassembled to identify its serial number. The host tissue growth has been determined to be the cause of the valve deficiency. The extent of the host tissue overgrowth makes the information that would be documented from a DHR review irrelevant. The extensive host tissue overgrowth would have made it difficult, if not impossible, for the valve to function properly. The physical valve was reviewed and appears that it would have functioned properly without the host tissue overgrowth; the x-ray images show little to no calcification. This complaint will be closed with no known serial number and no DHR review completed." Customer letter sent and attached to file. Evaluation summary attached: a piece of the host anatomy is bridged over leaflet 1. Host tissue overgrowth fused the described piece to the valve at opposite commissures 1 and 2 at the outflow. Even though host anatomy is not in direct contact with the leaflet, it may have interfered with proper coaptation restricting it to open to its maximum capacity, thus leading to stenosis. Cuts along a gap in the described host anatomy suggest that it might have been one continuous piece. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 2mm. Minimal thin layer of host tissue is detected at the tissue inflow. Host tissue overgrowth fused leaflets 1 and 3 at commissure 1, and leaflets 1 and 2 at commissure 2 by approximately 4-5mm. It also fused the free margins of leaflets 2 and 3 at commissure 3 by 3mm. No other inconsistencies detected, or in the x-ray.